Manufacturer narrative:
Product ID 97745bp, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient was told by her hcp that the cause of the ins only charging to 30% was that it was set up that way by the manufacturer. The patient stated that the new battery did not resolve the issue. The patient was still in a lot of pain and could not charge past 30%. The patient stated the controller battery depletes fast so she can't charge for very long either. The patient stated that when she recharges she gets poor or good quality. Additional information received stated that the patient received a new ac cord and controller but no recharger. The patient was still having trouble charging and reported the ins would charge to 30% and it would take 5.5 hours to charge. The patient wanted a recharger replacement. It was reviewed that if the recharger did not resolve the issue the patient should follow up with her healthcare provider (hcp) there were no reported complications and no further complications were expected.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. The patient reported that the implant "will only charge up to 30 percent and noticed this a month ago when I went to the hospital on may 11th¿. The patient stated that she had to keep turning it off then on again to charge, and says that the charging quality was good but never says excellent. The patient stated that her implant sticks out close to the skin, and the weight she gained isn¿t at the implant site. The patient stated that she is in pain and says this started the end of april. The patient reported that the controller also won¿t charge, and stops at 40 percent or 50 percent, and this started a week ago, then said the end of april. The patient reported that the controller wont power on. She has tried taking battery pack out. Warm transfer to repair for controller n ot charging issue. The patient was redirected to follow up with their healthcare provider (hcp) for the implant charging issue. No further complications were anticipated/reported.